Event description:
The pt's wife reported the pt was taken to the hosp and admitted for eval following a "mini stroke" discovered during a clinic visit. Some tests were performed (not specified), but the hcp did not find anything. During hospitalized, the pt's pain increased and it was thought that the catheter was broken. The pt had been receiving prialt 5.4 mcg/day via the intrathecal pump. The pt was discharged from the hosp and was restarted on methadone. The pt has a clinic visit scheduled with the hcp to have a dye study of the catheter to evaluate for malfunction. The reporter was not sure whether the events her husband experienced were related to prialt. The patient has also been experiencing a bad taste in his mouth, a feeling of having food or string on his teeth and a fungal infection while on prialt treatment.